Manufacturer narrative:
Correction: section d4, h4. The serial number should have been (B)(6) instead of (B)(6). All product details were updated to reflect the correct serial.

Event description:
It was reported that the patient was referred for a device upgrade. It was noted upon interrogation that loss of capture was observed on the right atrial (ra) lead. The ra lead was explanted, replaced and the patient received an upgrade. The patient was discharged.